Manufacturer narrative:
During the complaint follow up process it was discovered that the leak was due to mishandling (¿the patient did not place the dialysis bags as instructed¿). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to make sure the solution bags are connected to the proper lines in the organizer. It also gives step by step instructions for connecting the solutions bags for therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had leaked from the "line set" before use. The patient was not connected at the time of the event. The patient stated that they have tried different line set with different batch numbers. There was no patient injury or medical intervention associated with this event. No additional information is available.